Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified the system error 345 alarm. The cause was identified to be a failed downstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a returned spectrum infusion pump by a baxter field engineer technician, the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.